Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced the front bezel to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the values on the screen of a v60 ventilator was flickering while trying to adjust the settings. There was no patient involvement.